Event description:
A young pediatric patient who was a restrained passenger involved in a motor vehicle crash in (B)(6) 2017 was brought to the emergency department (ed) as a trauma. He was found to have bilateral closed head injury, traumatic brain injury, traumatic subarachnoid increased intracranial pressure, declining mental status and enlarging pupil on the left side. Neurosurgery evaluated him, and he was taken to the operating room for a left-sided hemicraniectomy with a right-sided intraparenchymal intracranial pressure monitor. Following the procedure the patient was admitted to the pediatric intensive care unit (picu). A miami-j collar was placed on the patient for him to be in at all times. 29 days later the order for the miami-j collar was changed to "may substitute soft collar when in bed, miami-j for any mobilization oob". The following day the patient was transferred to a pediatric unit. On the 6th day on the pediatric med-surg department the nurse caring for the patient identified a wound on the right posterior area of his head and identified it as a stage I pressure injury (pi). A provider placed a wound consult to evaluate the area. A wound/ostomy nurse assessed the site that day and identified the wound as an unstageable pi related to the miami-j collar. Per wound consult: to the right shoulder are three stage I pressure injuries that measure approximately 0.5cm x 0.3cm. All are non-blanching reddend areas and appear to be from the miami j collar. Dad has been placing lambs wool over the shoulder where the miami j is in contact. This appears to be offloading appropriately. To the left shoulder is a linear area of blanchable erythema. Lambs wool is also being applied to this shoulder for protection. Regarding the eschar to the posterior occiput, there is a gel pad at bedside but dad states this is too large for the patient. Orthotics is ordered for assessment of an osscian back. Nursing note from mid (B)(6) reports this was trialed and also too large for the patient.

Event description:
A young pediatric patient who was a restrained passenger involved in a motor vehicle crash in (B)(6) 2017 was brought to the emergency department (ed) as a trauma. He was found to have bilateral closed head injury, traumatic brain injury, traumatic subarachnoid increased intracranial pressure, declining mental status and enlarging pupil on the left side. Neurosurgery evaluated him, and he was taken to the operating room for a left-sided hemicraniectomy with a right-sided intraparenchymal intracranial pressure monitor. Following the procedure the patient was admitted to the pediatric intensive care unit (picu). A miami-j collar was placed on the patient for him to be in at all times. Twenty-nine days later the order for the miami-j collar was changed to "may substitute soft collar when in bed, miami-j for any mobilization oob". The following day the patient was transferred to a pediatric unit. On the 6th day on the pediatric med-surg department the nurse caring for the patient identified a wound on the right posterior area of his head and identified it as a stage I pressure injury (pi). A provider placed a wound consult to evaluate the area. A wound/ostomy nurse assessed the site that day and identified the wound as an unstageable pi related to the miami-j collar. Per wound consult: to the right shoulder are three stage I pressure injuries that measure approximately 0.5 cm x 0.3 cm. All are non-blanching reddened areas and appear to be from the miami j collar. Dad has been placing lambs wool over the shoulder where the miami j is in contact. This appears to be offloading appropriately. To the left shoulder is a linear area of blanchable erythema. Lambs wool is also being applied to this shoulder for protection. Regarding the eschar to the posterior occiput, there is a gel pad at bedside but dad states this is too large for the patient. Orthotics is ordered for assessment of an osscian back. Nursing note from mid (B)(6) reports this was trialed and also too large for the patient.